Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Per bio-conduct study, patient experienced swelling, redness, and oozing from pacemaker incision site. Incision site found to be irritated, although index of suspicion for infection is low due to clinical presentation, negative blood cultures, and normal white blood cell count. Patient started on antibiotic course out of an abundance of caution. Should additional information become available, this file will be updated.